Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during dwell three of three on the homechoice (hc). During troubleshooting, the home patient (hp) indicated they had disconnected and did not press stop on the hc. The hp had then reconnected to the patient line. The technical service representative (tsr) assisted the hp in clearing the alarm and reviewed proper procedures with the hp. The hp planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient disconnecting incorrectly from the setup is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.